Manufacturer narrative:
Complete information for section a1: patient identifier: sid (B)(6), 56 years old male. Sid (B)(6), (B)(6) years old female. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for two patients that was not reported out of the laboratory. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (B)(6), 56 years old male= previous result = 2.0 mg/dl, current result = 8.4 mg/dl, another analyzer (B)(6) = 2.0 mg/dl. Sid (B)(6), (B)(6) years old female = initial result >9.5 mg/dl, repeat result on another analyzer (B)(6) = 2.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the module logs and recommended checking the cuvettes for precipitate. The customer noted white precipitation on the segments and the fsr recommended the customer perform cuvette cleaning as part of regular maintenance. The instrument service history review for (B)(6) did not identify any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) , was identified.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for two patients that was not reported out of the laboratory. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (B)(6), 56 years old male= previous result = 2.0 mg/dl, current result = 8.4 mg/dl, another analyzer ((B)(6)) = 2.0 mg/dl. Sid (B)(6), (B)(6) years old female = initial result >9.5 mg/dl, repeat result on another analyzer ((B)(6)) = 2.2 mg/dl. There was no impact to patient management reported.